Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay sys for 6 pts. The pt samples were retested in an alternate lab with a different reagent lot and the results were within the normal reference range. The initial elevated results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Bci offered to svc the instrument but the customer declined the offer. A field svc engineer (fse) did not evaluate the instrument. The sys checks that were performed on (B)(6) 2009 and (B)(6) 2009 indicate that the instrument was within specs prior to the event. No definitive cause could be determined for this event. This is a single event involving six pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude an adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.